Event description:
Olympus was informed that during a diagnostic bronchoscopy, the balloon came off the endoscope and was loose in the pt's lung. The balloon was left in the pt's lung as it could be expelled when the pt coughed.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.